Event description:
It was reported that the customer's insulin pump had frozen display and the time clock was not advancing. Also, it was stated that the buttons were unresponsive. The battery was removed for two hours and a new battery was inserted, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
No frozen screen noted. Unit had unresponsive button response due to corroded keypad traces. Time clock advance properly. Unit had scratched display window, cracked battery tube threads, cracked reservoir tube lip, belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.